Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50-60s mg/dl. Due to overeating to correct for the low bg, the bg level rose to 210 mg/dl and a bolus was delivered. The cause of the low bg was not known. Tandem technical support advised the customer to discuss the event with a healthcare provider.